Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call button error alarm. Customer's blood glucose level was 3.6 mmol/l. Troubleshooting for the button error alarm was performed. Customer advised the device alarmed and the buttons were unresponsive. Customer was unable to recall any significant events leading to the alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during our testing noted. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.